Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the patient¿s hospitalization for peritonitis, characterized by cloudy peritoneal effluent fluid, which required antibiotic therapy. The cause of the peritonitis is attributed to an incidence of touch contamination. The patient is being treated for a vaginal infection and did not properly cleanse her hands after using the restroom. The pdrn stated the events were unrelated to the utilization of the liberty cycler set and/or any fresenius device(s) or product(s). Based on the totality of the information available, the liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Plant investigation: the sample was not returned and the lot number was not provided. A manufacturing review was performed on the product lots shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2019, characterized by cloudy effluent fluid. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis, characterized by cloudy effluent fluid on (B)(6) 2019. Peritoneal effluent fluid cultures were positive for candida (genus not provided), and the patient was treated as an outpatient with intraperitoneal (previously reported as intravenous) vancomycin and gentamycin (dosage, frequency and duration not provided). The pdrn stated the cause of the peritonitis was touch contamination. The patient is being treated for a vaginal infection and did not properly cleanse her hands after using the restroom. The pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s) or product(s). The patient is recovering from the events and continues to undergo continuous cyclic peritoneal dialysis (ccpd) utilizing the same liberty select cycler as before the events.